Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was that the recurring alarms may be due to site, set or reservoir issues. The customer was advised that the device would be replaced. The customer advised to retrieve and save device settings. The customer was advised to revert to backup plan.

Manufacturer narrative:
No constant audio or excessive no delivery alarm was noted during testing. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.